Event description:
Customer complaint - limited data available. Inaccurate readings. The customer has stated that this product provides inaccurate readings. The pump 8 out of ten times cuts out at 130 giving you false inaccurate readings

Event description:
Customer complaint - limited data available. Care touch blood pressure monitor absolutely garbage cuts out before reaching maximum pump giving you a much lower blood pressure reading than actual correct reading don't depend on this unit for your blood pressure monitoring. The pump 8 out of ten times cuts out at 130 giving you false inaccurate readings garbage.